Event description:
Event description guidant received information that this right ventricular lead was observed to have a loss of pacing capture. A procedure was performed to reposition the lead; however pacing capture could not be attained. The lead was explanted. A new lead was successfully implanted.